Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery in both cataract and vitrectomy modes an ophthalmic system exhibited unstable anterior chamber and unstable ocular pressure temporary the surgery was continued and completed without any patient impact.